Manufacturer narrative:
Additional narrative: it was reported that the patient experienced abdominal pain.

Manufacturer narrative:
Date sent to FDA: 5/19/2020. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions for the patient: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form. Questions for hp if patient¿s consent received: the patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure when tvto was implanted. The diagnosis and indication for the initial surgical procedure? Product code and lot number? Any concurrent procedure/device implantation? When was the mesh exposure/erosion first noted by a physician? Mesh exposure/erosion site/location? Was any deficiency or anomaly of the mesh? If yes, please describe it. Describe any medical/surgical intervention for exposure including dates and surgical findings. Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure in 2009 and the mesh was implanted. It was also reported that the mesh snapped on (B)(6) 2018, eroded into bladder and vagina and the patient experienced severe pain in pelvic area, and do not get urge to go to toilet since it snapped. The patient has fibromyalgia and chronic fatigue syndrome. Additional information has been requested.

Manufacturer narrative:
H6 patient code: 3189- surgical intervention it was reported that the patient underwent a prolapse correction gynecological surgical procedure on 7/1/2009 and mesh was implanted, due to her sui and support of her urethra. It was reported that the patient experienced pain in her groin, pelvis, back and joints and experienced recurrence of her sui. It was reported that she underwent cystoscopy on (B)(6) 2018.